Event description:
Related manufacturer reference number: 2017865-2023-94330. It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) was exhibiting failure to capture. On (B)(6) 2023 the rv lead was capped, and rv lead was implanted. Post-procedure it was noted that the atrial lead was exhibiting high pacing impedance. Programming changes were performed to resolve the issue. The patient was in stable condition.